Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results the returned ultratome xl was analyzed, and a visual inspection found that the cutting wire was not broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device found no visual damages to the device. The investigation findings and all information available concludes the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultratome xl was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2025. During preparation, when the physician opened the package, it was found that the cutting wire was fractured. The procedure was completed with another ultratome xl. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 23, 2025. The reporter confirmed the cutting wire was broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2025. During preparation, when the physician opened the package, it was found that the cutting wire was fractured. The procedure was completed with another ultratome xl. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 23, 2025. The reporter confirmed the cutting wire was broken.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. H12: additional information: block b5 (describe event or problem) and block e1 (initial reporter address and initial reporter zip/post code) have been updated. Correction: block g2 (report source) has been updated.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was being prepared for use in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2025. During preparation, when the physician opened the package, it was found that the cutting wire was fractured. The procedure was completed with another ultratome xl. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.